Event description:
It was reported that during the procedure in the left anterior descending artery, a balance middleweight universal ii guide wire was advanced toward the lesion; however, the physician noted that the gold marker could be seen but the distal radiopaque tip could not be seen under x-ray. There was no separation or damage to the tip. The guide wire was removed without issue. A second balance middleweight universal ii guide wire was advanced and the same occurred. The guide wire was removed without issue. A third balance middleweight universal ii guide wire was advanced and the same occurred. The guide wire was removed without issue and a fourth balance middleweight universal ii guide wire from a different lot was advanced and the marker and tip were visible. The procedure was completed successfully. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two additional balance middleweight universal ii guide wires are being filed under separate medwatch MFR numbers. Inspection of the returned device found the entire guide wire tip, core and shaping ribbon were intact confirming no detachment occurred. There was no damage noted to the guide wire. Guide wire visibility under fluoroscopy was reduced over the 3 cm length of the tip coil segment, but was unaffected at the tip ball solder and the gold marker band (located 4.5 cm from the tip). Investigation determined that inadequate line clearance likely caused a limited number of guide wires in one isolated lot to be manufactured with an incorrect tip coil subassembly. During the interventional procedure, when the physician noted the reduced visibility, the guide wires were removed and the patient did not experience any adverse effects.